Event description:
Dexcom g7 cannula was not correctly inserted, resulting in inaccurate/no sensor readings. I pulled the cannula out since I was getting inaccurate readings, and the cannula was much shorter than usual. I compared to a previous dexcom and realized that the cannula had bent backwards on itself and only inserted about 1/8 of an inch into my skin.